Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse). The fse was informed that the unit was set up with a saline bag and then was left over the weekend. On the following monday, it was found that the saline bag had leaked onto and into the unit damaging the power management board and the motor control board which were both replaced by the fse. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer and approved for use. The failure analysis and testing dept. Received the following parts associated with this complaint: part pcb, motor control, rohs_swemco. Part pcb, power management, rohs 18 01626 36_swemco. These parts were received with a reported unit failure of parts damaged due to saline bag spill on unit. The failure analysis and testing dept. Performed a visual inspection of the boards and observed saline damage to part pcb, motor control, rohs_swemco and part pcb, power management, rohs_swemco. Due to the damage to the boards, the boards cannot be investigated any further. Retaining the boards in the fat dept. Per procedure.

Manufacturer narrative:
Due to characterization limit e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was unable to power on due to possible liquid contamination. There was no patient involved.